Event description:
The technician reported the brake casters and brake steer casters were ratcheting while in brake mode. The bed was located in the bed shop of the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
Upon investigation, the technician found the brake casters on the device were wrong due to the age of the casters and wear and tear associated with regular use. The brake casters on the device were installed in 2006 with no record of any replacement of malfunction. A search of hill-rom maintenance records did show that preventative maintenance has been performed annually. The technician replaced the brake casters and brake steer casters to resolve the issue. Based on this information, no further action is required.